Event description:
The customer reported via phone call that they experienced low blood glucose level. The customer¿s blood glucose level was between 45 mg/dl and 50 mg/dl at the time of the incident. Customer's current blood glucose 147 mg/dl. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.